Event description:
According to the surgeon, the blue electrode (size 24) is "too flimsy" and "does not connect well to the working element." The blue electrode is labeled "for use with storz 27 fr". It is like the black 24 cutting loop but did not come in 27. The black on karl storz 27060 24 ch.